Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Unknown event/ reaction experienced following 4-0 suture captured in mw 2210968-2020-00697.

Event description:
It was reported by an attorney that the patient underwent exploration of left chest, evacuation of hematoma, revision of anastomosis of the left breast using microsurgical techniques, microsurgical repair of the internal mammary artery and vein, as well as an anastomosis to the deep inferior epigastric artery perforators on (B)(6) 2009 during which ¿the wound was then in-set using 3-0 deep dermal sutures and 4-0 subcuticular sutures. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.